Event description:
It was observed during the device inspection, that the airway mobile-scope exhibited that the coating on the insertion guide hose had peeled off. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, it is likely the defect was caused by stress of repeated use, external factors, or handling. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: chapter 3 ¿preparation and inspection¿, section 3.6 ¿inspection of the endoscope¿. Olympus will continue to monitor field performance for this device.